Event description:
It was reported that during advancement of the xience v stent delivery system (sds) over an extremely tortuous and heavily calcified left main to circumflex coronary artery target lesion, a segment of the proximal shaft, outside the patient, buckled and kinked. An attempt to straighten the sds resulted in complete separation of the sds into 2 pieces. The sds segment remaining in the patient anatomy was easily removed, and was replaced successfully with a same size non-abbott stent to complete the procedure. There was no adverse patient effect and no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but are not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Hypotube (proximal shaft) detachments are often the result of ductile overload (material stress/fatigue). Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause a separation. The device was not returned to abbott vascular for analysis. The anatomical conditions were reported to be extremely tortuous and heavily calcified which appears to have contributed to the failure to cross the lesion. The challenging anatomical conditions subsequently resulted in the use of excessive force during advancement causing the reported buckling (collapse) and kinking of the sds proximal shaft. An attempt was made to straighten the shaft and subsequently it separated into two pieces. It should be noted that the instructions for use states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. In this case, the excessive force only contributed to the reported kink during advancement. The shaft separation was a result of the handling of the sds in attempt to straighten the shaft. The reported failure to cross, collapse, kink and detachment appear to be related to the operational context of the procedure. To help ensure this type of damage is not the result of a manufacturing deficiency, profile dimensions are confirmed by visual and dimensional checks and visually inspected for kinks and damage on the manufacturing line before release. A search of the lot history record indicated no related non conforming material reports for the lot and a search of the complaint database indicated no related incidents. In summary, based on this investigation, there is no indication of a product quality deficiency.